Event description:
It was reported that the patient complained of palpitations and shortness of breath. It was also reported that the right ventricular (rv) lead had no capture, was broken and dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Note: user facility report # (B)(4) was reformatted.